Event description:
This is the same case and patient as MFR report # 3005099803-2011-02717. This report pertains to the second of two devices. It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a vaginal reconstruction procedure on (B)(6), 2008. According to the complainant, the patient presented with mesh erosion in (B)(6) 2009. On this date, the physician attempted to trim parts of the mesh that were protruding through the vaginal wall. On (B)(6), 2009, the patient had another surgery for stress urinary incontinence and chronic pain (exact type unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.